Manufacturer narrative:
Non-healthcare professional product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead and the right atrial (ra) lead were returned to the manufacturer after being explanted due to medical judgment and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.